Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer also receive no delivery and pump shut off. Customer was unable to set the basal. The device will be returned for analysis.